Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited "constant beeping and no power" alarm. No adverse effects reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. A functional test and a visual inspection was performed to further investigate the reported issue. The pump was found to be "double beeping" during power up when batteries were inserted. The root causes of the issue is unknown. The faulty downstream occlusion sensor will be replaced.